Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer was advised to use a back up plan the customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Insulin pump was received with frozen display on # 2 count down due faulty interface board. Insulin pump was unable to verify alarms, button error alarm and error alarm due to frozen display. However, insulin pump had moisture damage noted on keypad traces during visual inspection. Insulin pump was receive with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.